Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon was suturing when the 8mm mega suturecut needle driver instrument's wire broke on the distal tip. The instrument was in the abdominal cavity when the wire broke. No fragments fell into patient. Instrument was immediately removed and replaced. The procedure was completed with no reported injury.